Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at 9,053 joules while using the side-firing surgical fiber during a prostate procedure, the fiber output beam was observed to be end-firing. Time expended: 2:56 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
Only used at 80w power. Failure analysis for fiber (B)(4): the fiber glass cap proximal side at the uv glue zone appears cracked; there is a possibility that the glass fiber core be cracked too; there is no signs melting at the location of the cracks; the glass cap exhibits moderate devitrification at the output area and moderate charred detritus adhesion; the fiber was tested with hene laser fixture, the aim beam is present at the output window and possibly forward firing. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.